Manufacturer narrative:
The commander delivery system was returned and upon pre-decontamination observation, the balloon was torn.

Manufacturer narrative:
The commander delivery system was returned to edwards for evaluation. Visual inspection revealed a tear on the crimp balloon at the triple marker and the flex tip had gouges. Functional testing was not performed due to the condition of the returned device (balloon torn). Dimensional testing was performed on the double wall thickness of the crimp balloon and was found to be within specification. During manufacturing visual inspections are performed throughout the manufacturing process per procedure. The balloons are 100% visually inspected for defects. During final crimp balloon inspection, the balloons are 100% dimensionally and visually inspected. The balloons are 100% inspected for contamination. The formed balloons are 100% inspected during the balloon pleat, fold and forming process. The commander delivery system is 100% leak tested and post-leak tested. There is 100% visual inspection of the balloon catheters during post leak testing. During final inspection, the entire device is 100% visually inspected distal to proximal by both manufacturing and quality. In addition, the lot undergoes product verification (pv) testing as a requirement for lot release. The device is visually inspected for defects, and tensile testing for balloon burst pressure. All samples passed these tests. These inspections support that it is unlikely that a defect present in manufacturing contributed to the complaints. A device history record (DHR) review is performed and did not reveal any manufacturing non-conformance that would have contributed to the reported event. A review of the lot number did not reveal any additional complaints for the reported events. A review of complaint history from march 2019 to february 2020 for the edwards commander delivery system (all models and sizes) revealed additional returned complaints for the complaint codes of this evaluation. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. Available information suggests that patient/procedural factors contributed to the events. A review of complaint history revealed that the occurrence rate did not exceed the february 2020 control limit for all the trend categories. The IFU for commander delivery system, device prepping manual and training manual were reviewed for guidance and instruction on device preparation and usage involving the commander delivery system and esheath. The procedural training manual provides guidance on valve alignment. Unlock, pull the balloon catheter straight back at the y-connector until part of the warning marker is visible and lock, do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure, rotate the balloon lock away from you to lock and towards you to unlock. Lock/unlock symbols are found on the balloon lock, check delivery system before valve alignment. If kinked, do not use, slowly rotate the fine adjustment wheel towards you to center the thv exactly between the valve alignment markers with no gap or overlap, fine adjustment indicator shows how much fine adjustment is left, and if additional fine adjustment is needed, unlock and rotate the fine adjustment wheel away from you until part of the warning marker is visible and relock. Additional considerations are compression may be observed in the distal portion of the flex catheter during valve alignment, and diving may be observed between the thv and the flex catheter tip during valve alignment. In addition, if valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary. If the delivery system balloon ruptures or leaks during deployment do not use excessive force, take care when crossing the thv, and track back over the arch and removing the delivery system through the tip of the sheath. No IFU or training deficiencies were identified. Based on the condition of returned device, the complaint was confirmed. However, no manufacturing non-conformances were identified in the returned sample. The dimensional measurement of the crimp balloon met the specification. A review of lot history, complaint history, DHR and manufacturing mitigations supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. As there was no report of leakage during device preparation, it is unlikely that this issue was present out of box. Potential root causes for separation of the inflation balloon to crimp balloon bond have been identified and documented in a product risk assessment. The bond area between the inflation and crimp balloon may separate when subjected to unusually high forces. As per report, ¿during insertion of the delivery system through the esheath a high push force was felt.¿ the patient¿s access vessel was noted as severely calcified. Calcification can contribute to high insertion forces, which can lead to excessive force and manipulation to counter the resistance that may have resulted in the balloon tear. Additionally, a review of complaint history suggests that improper valve alignment technique may contribute to a balloon tear. Although the physician stated that valve alignment was performed in a straight section, no imagery was provided for review. If the physician performed valve alignment in a non-straight section of the aorta, it may have resulted in increased forces being applied to the bond area. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces and can potentially weaken the bond between the inflation balloon and crimp balloon. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. See attachment #2 for engineering study details. As the case notes mention the patient had mildly tortuous vessels, it is possible that patient factors contributed to the balloon tear. Furthermore, visual inspection of the returned device revealed flex tip gouges, which is indicative of tension in the system possibly during delivery system insertion or valve alignment. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment, which could lead to a weakening of the inflation and crimp balloon bond. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. In this case, available information suggests that patient (calcification/tortuosity) and/or procedural (valve alignment in non-straight section of the aorta/residual fluid in the balloon/high delivery system insertion forces) factors may have contributed to the complaint events. However, a definitive root cause could not be determined at this time. Per management discretion, the balloon torn issue and it associated risks have previously been assessed and documented in a product risk assessment. No IFU/training material deficiencies were identified. Regardless, edwards previously decided to include additional information that currently exists in the training manuals, into the IFU per a CAPA. The content consists of instructions relative to device preparation and minimizing the tension in the device, which may potentially lead to delivery system damage during use.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
As reported by our (B)(6) affiliate, during valve placement with a 29mm sapien 3 valve in the aortic position, the balloon of the commander delivery system did not inflate. The sheath and delivery were removed, and a new system was used for the procedure. The valve was successfully implanted. There was no patient injury as reported, a 16f esheath was inserted in heavily calcified femoral artery. During insertion, a higher than normal push force was felt.